Event description:
It was reported that the ilet device displayed alert 38 indicating consecutive stalled motor and would not complete the rewind, triggering repeated ¿unable to proceed¿ alerts despite multiple restarts and a dry run; a replacement ilet was arranged. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of insulin delivery until a replacement device could be provided. Investigation included customer service troubleshooting and device restart guidance. Investigation of this case revealed persistent motor stall during rewind with inability to proceed. It was concluded that the device experienced a motor stall malfunction affecting the insulin delivery mechanism, necessitating replacement.

Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Alert 38 was annunciated after multiple attempts to complete dry leadscrew runs. The device was opened for further inspection; no abnormalities were found with interior components. Engineering logs were downloaded and reviewed. Logs confirmed alert 38.